Manufacturer narrative:
One device was received for evaluation for the complaint that the equipment switched off and did not finish all the medicine. The status of the product was during deliver the medication. The review of event log found that the device shows 42224 error. There was no 12-month service history during the review. The visual and functional testing was performed. Visual test was perfumed and found that damaged (detach) dso seal and got replaced. The problem wasn't duplicated and the primary problem with defective pwa. The pwa replacement after the repair the device must pass all functional tests before it will be shipped back to the customer.

Event description:
It was reported that the equipment switched off and did not finish all the medicine. The status of the product was during deliver the medication. There was patient involvement, and no harm was reported as result of this event.